Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10966389.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed lead migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. It is unknown which lead caused ineffective therapy. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.